Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and found a worn video connector latch, causing poor connection to the pigtails; a worn light guide block, causing poor connection to the light guide; a charred previous version led cables. Multiple parts were replaced to restore the device to operational specifications. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the "light box" did "not work." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the root cause of the lamp not lighting up could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the lamp not lighting up could not be identified. However, it is likely the cause is related to the led cable being burned due to the design failure of the faston terminal. If the old faston terminal before the design change was repeatedly used, an oxide film would be generated in the faston terminal and the connector of the led unit. This would increase contact resistance, and a lamp error would occur. The design of the faston terminal was changed because of the processing error of the subcontractor. The modified products were shipped from may 27, 2014. This also confirms that the reported device was manufactured prior to the design change/shipment of the modified products. Olympus will continue to monitor field performance for this device.